Manufacturer narrative:
A visual inspection was performed on 1 opened and used enlite sensor found the sensor cannula bent and was retracted inside of the sensor base; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report issues with the sensor needle. Customer stated that there were no electronics in the sensor and one of the five pieces did not work. Customer's blood glucose levels were not included in the report. Replacement product is being sent.